Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a tube with a broken bottom leaking blood. However, the photo did not provide sufficient evidence of underfill. A total of 20 retained samples were subjected to functional tests, and all tubes were within specification. Furthermore, 30 retained samples underwent visual inspection for damages, with no samples failing. In addition, 10 retained samples were visually inspected for brittleness, with one sample failing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was one device that cracked and leaked specimen after centrifugation. The specimen was recollected. Additionally, it was reported an unknown number of devices experienced low draw volume. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was one device that cracked and leaked specimen after centrifugation. The specimen was recollected. Additionally, it was reported an unknown number of devices experienced low draw volume. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.